Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a heated filter back pressure out of range error code. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 17jan2019. Date received by manufacturer: 17jan2019. The customer troubleshot with technical support and stated that the check valve would be replace. Multiple attempts were made to obtain repair/service information of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.